Manufacturer narrative:
Corrections: disregard h6 method code 3331, h10 (grammatical).

Event description:
It was reported that the customer is replacing the front case due to them "not working."

Manufacturer narrative:
The reported complaint that the pump module keypad was inoperative was confirmed for all serial numbers. Inspection: (B)(4) manufacturing date of the front panel and keypad assembly (b)4). Showed signs of fluid ingress and cracked traces 19, 20. Test results: keypads: testing was performed using a known good pcu. Each front panel with keypad was attached the known good pcu. A stand-alone keypad test was performed by placing the pcu in maintenance mode to determine which keys were not operating correctly. During testing it was discovered the following keypads had an inoperative power on key: serial number (B)(4). During testing serial number (B)(4) the following keys were inoperative (s6, silence, 4, 7, and clear). During testing serial number (B)(4) the following keys were inoperative (s11, s12, s13, s14 keys). The root cause of the reported inoperative keypads was c determined to be damage to the ribbon cables on the keypads this occurred due to fluid ingress. Device history review: device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. Only the front case w/ keypad assembly was returned.

Event description:
It was reported that the customer is replacing the front case due to them "not working".